Event description:
A shockwave m5+ intravascular lithotripsy (ivl) device was used to treat a lesion located in the popliteal artery. There was difficulty crossing so the physician attempted to remove the ivl device using excessive force. After the device was removed, the balloon was found to have detached from the catheter and was firmly lodged inside the tip of the 6f flexor sheath. The physician also removed the sheath as a unit, and nothing remained inside the patient. Additionally, the patient was reported to have a pre-existing stent implanted in the popliteal artery. The physician decided to treat the stented portion because the distal flow was sub-optimal. The physician was aware that he was using the device off-label. The intended procedure was completed and there were no patient clinical sequelae reported.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For evaluation. The evaluation confirmed the reported failure. The device was returned in two separate parts. The proximal end of the device was still on the guidewire. The distal balloon end was still within the sheath. Based on the reported complaint, the physician knowingly used the device for an unapproved indication. The exact cause of the reported event could not be definitively determined however, user handling could not be ruled out as the contributory cause. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.